Manufacturer narrative:
In response to FDA report number: mw5147078 and mw5147077. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side lymphadenopathy , fever, swelling, lumps, pain, and anxiety. Patient additionally reported oesophageal stricture, rhabdomyolysis, breast implant illness, fatigue, chest pain, hair loss, headaches, chills, photosensitivity, chronic pain, rash, body odor, anxiety, brain fog, sleep disturbance, depression, and difficulty of breathing all not related to the device. The device remains implanted.